Manufacturer narrative:
The returned dorsal height adjuster was examined. The device had been reported as worn but the tip was found to have sheared off. As there was no specific event associated with the failure of this device, it is likely the material gradually weakened from use over time. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported a dorsal height adjuster is worn. There was no report of patient present or delay of surgery.